Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity outside of normal use; however, cs 145 occlusion alarms were observed in the alarm history. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The battery and cartridge caps were not returned with the pump; test caps were used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.